Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that in the central sterile department of the user facility, the battery housing fractured at the weld. A fractured housing could potentially expose the non-sterile battery to the sterile field, but that was not reported with this event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that in the central sterile department of the user facility, the battery housing fractured at the weld. A fractured housing could potentially expose the non-sterile battery to the sterile field, but that was not reported with this event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.